Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the foreign material was insufficient cleaning. Identification of the material could not be determined. Olympus will continue to monitor field performance for this device.

Event description:
Customer reported to olympus during reprocessing, tissue glue stuck in the channel of evis lucera gastrointestinal videoscope. The patient was not under sedation, therefore, no procedure delay occurred. There were no reports of patient or user harm associated with this event.

Manufacturer narrative:
The device was returned to an olympus repair facility, and an evaluation of the device was performed. During evaluation, the customers¿ initial report of tissue glue stuck in the channel was not confirmed. It is not possible to identify when the foreign material has been attached to the scope. Insufficient or incorrect reprocessing scope may have been used for the next procedure. Additionally, olympus found damage on the channel causing water tightness to be lost. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation, or if any additional information is provided by the user facility.